Event description:
A new snare gun was used in the bilateral tonsillectomy procedure that was scheduled. Per surgeon, the snare gun misfired and the snare wire used "sheard" surrounding tissue of the tonsils, causing additional bleeding. Surgeon used additional cautery to cauterize injured vessels. This prolonged the procedure time, thus prolonging anesthesia time. After the event in the operating room: aesculap sent the guns to their quality control department. Aesculap's qc sent them to (B)(4). Aesculap informed us that our original guns will be quarantined for a year. Aesculap sent us two new guns to replace the faulty guns. Aesculap claims the guns were not working correctly because we were using bausch & lomb wire. Md agreed to trial the aesculap guns with aesculap snare wires. Aesculap guns again didn't work correctly with the aesculap.